Event description:
Same case as MFR report# 6000118-2006-00092. It was reported that, during a ptca/rotational atherectomy procedure, removal difficulties were encountered. The patient presented with unstable angina. Angiography confirmed a significantly calcified mid right coronary artery (rca) lesion. The lesion was easily wired and the physician started with a 2.00mm burr, however, was unable to cross the lesion. The physician exchanged to a 1.5mm burr and successfully platformed outside of the patient. Following 10-15 seconds of ablation, the burr "cut out" and seemed to be stuck on the wire. The physician had to deep seat the guide catheter for removal of the burr and guide wire. The lesion was rewired and a 1.75 mm was tested and used in an identical fashion; however, the same thing happened again. Procedure was abandoned. Patient was reported to be "semi unstable" prior to the procedure (grade 3-4 angina); patient status remained the same following the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is unavailable, and we are unable to determine the root cause of this event.